Manufacturer narrative:
CAPA implemented to ensure heater alignment. Risk assessment attached - deemed acceptable. Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Customer called in about melting cassettes. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.